Event description:
A customer reported obtaining unexpected positive reactivity and failed qc during antigen typing on galileo echo m01342.

Manufacturer narrative:
A review of the image result files showed that red cell images of the positive reactions appeared to have unsuspended red cells. An immucor field service engineer made adjustments to the shake gap. The phenotype qc was performed with acceptable results. The instrument is performing within specifications.